Event description:
Customer reported there was something wrong with her insulin pump. Customer started feeling confused and spouse continued call. Customer's spouse stated he just got home and customer had high blood glucose of 400 mg/dl. Customer was trying to change her infusion set and she seemed confused, so she treated with manual injections. Customer blood glucose lowered to 301 mg/dl. The drive support cap appeared to be normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit the tubing. Time and date were correct. Customer's spouse was unsure is basal and bolus settings were correct. Customer did not have a tubing clamp and was unable to perform high pressure test. Customer was advised to remove the site and cannula was bent but not occluded. The insulin pump had alarmed low reservoir three times during the day. Customer's spouse was advised to do a complete set change. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.